Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the double process short clamp would no longer grip. There was no patient involvement.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The retainer ring on the tip of the adjustment screw had been pulled off. As a result, the screw was not attached to the clamp face and cannot set the clamp. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.